Event description:
The manufacturer received information alleging patient put the unit on standby for restroom break but upon returning the screen was frozen and they were unable to do anything. There was no harm or injury reported. The screen lock was checked. Troubleshooting provided on how to do a hard shut down and possibly removing the settings. No additional information provided.